Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported because pericardial effusion occurred causing the procedure to be cancelled. It was reported that a faradrive steerable sheath and a farawave catheter were selected for use to perform a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). Physician had just completed 4 basket ablations in the right inferior pulmonary vein (ripv) and moved to deploy the catheter into the flower configuration. However, when the physician adjusted his sheath, the physician lost transeptal with both the faradrive catheter and the non-boston scientific catheter that was also in the left atrium. The physician utilized the farawave guidewire to go back across the transeptal location. The physician attempted to also advance the non-boston scientific catheter across the transeptal location, when the physician noticed an effusion around the right ventricle. The physician then removed the farawave from the body and initiated a pericardiocentesis to drain the effusion. The physician removed several ccs of blood and monitored the effusion for over an hour. Eventually, the physician called a cardiac surgeon into the room to evaluate and decided to take the patient to the operating room (or) and get a closer look since the effusion was persistent. Upon further update several days later was informed that the surgeon did a sternotomy and took a look at the heart. The surgeon saw no perforations but noticed some "leaking" on the posterior side of left atrium that the physician packed with surgiseal and held pressure for 20 minutes to stop leaking. The latest update on 03 may 2024 confirmed that the patient recovered well. The devices related to this event were disposed, so no product will be returned for analysis.